Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have issue in loading reservoir. Customer states pump cannot load it, twice it loops, it started to load and then it goes back to rewind. Customer cannot get passed load process. Troubleshooted reservoir and tubing process. Customer states they are unable to exit the "load reservoir" process. Ensured customer is disconnected. Advised customer to select load and hold down until load reservoir process completes. Customer received complete status with next highlighted on the screen. Customer did not have reservoir if pump when loading. Advised to monitor the pump. Customer states did not have reservoir in place when loading. The insulin pump will not be returned for analysis.